Event description:
A surgeon submitted patient data for the centurion program. During an inhouse review, this patient experienced a decrease of 3 lines of bcva in the right eye at the 1-month post operative visit.